Event description:
The forceps were returned for repair. Preoperative, the tip of one of the forceps broke off. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that one of the jaws is broken at the proximal side of the coated part. After disassembly, it appears that the instrument contains some surgery residues. No material or manufacturing defect was detected. The instrument damage is most likely a result of excessive constraints during use or reprocessing. (B)(4).